Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b6. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: something is stuck in the biopsy channel very difficult to pass instruments through biopsy channel was due to a kink in the biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a diagnostic esophagogastroduodenoscopy procedure under sedation, the gastrointestinal videoscope had something stuck in the biopsy channel and it was very difficult to pass instruments through biospy channel. There were no reports of patient harm.